Event description:
Facility reported that during set up the arterial bloodline was noted to be kinked below the arterial chamber. Reportedly, it was "so kinked" that when the tubing was unwound, it was so narrow that fluid was unable to pass through. The sample is available for evaluation.